Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings would make the pump more sensitive to air-in-line and upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: low readings, 2535 increased sensitivity.

Event description:
It was reported that a spectrum pump displayed a nuisance upstream occlusion message. It was also reported there was no patient injury.